Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('extreme abdominal pain/belly button pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included gabapentin. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("genital bleeding/bleeding for 19 days"), transient ischaemic attack ("tia"), muscle spasms ("foot has a cramp"), gait disturbance ("I'm having trouble with walking"), hypoaesthesia ("left foot is so numb upto my butt"), paraesthesia ("my entire body is tingling"), malaise ("very sick"), pyrexia ("fever/ temp 102.7"), chills ("chills"), hypotension ("blood pressure 59/60"), vomiting ("vomiting"), asthenia ("weakness"), cystitis noninfective ("I have inflammation of the bladder"), chronic kidney disease ("I have kidney disease/ my kidney disease is stage 3/diagnosed since I was 5 years old"), nausea ("nausea"), cystitis ("CT showed infection in my bladder"), peripheral swelling ("my hands are really swollen"), headache ("headache"), abdominal pain upper ("sore stomach"), urinary tract infection ("they are treating for a uti"), faecaloma ("I haven't gone number 2 since the 19 th at home early"), vaginal haemorrhage ("I aws bleeding vaginally 19 days "), renal atrophy ("my right kidney atrophied in my late teen early 20's"), flank pain ("low left flank pain"), chest pain ("my mid chest pain"), wheezing ("wheezing a little") and dyspnoea ("I was out of breath/ shortness of breath") and was found to have weight decreased ("I have lost 7.5 lbs"). The patient was treated with antibiotics, ondansetron (zofran) and surgery (surgery on (B)(6) (scheduled)). At the time of the report, the abdominal pain, genital haemorrhage, transient ischaemic attack, paraesthesia, malaise, pyrexia, chills, hypotension, vomiting, asthenia, cystitis noninfective, nausea, cystitis, peripheral swelling, headache, abdominal pain upper, faecaloma, vaginal haemorrhage, renal atrophy, flank pain, chest pain, wheezing and dyspnoea outcome was unknown and the muscle spasms, gait disturbance and hypoaesthesia had not resolved. The reporter considered abdominal pain, abdominal pain upper, asthenia, chest pain, chills, chronic kidney disease, cystitis, cystitis noninfective, dyspnoea, faecaloma, flank pain, gait disturbance, genital haemorrhage, headache, hypoaesthesia, hypotension, malaise, muscle spasms, nausea, paraesthesia, peripheral swelling, pyrexia, renal atrophy, transient ischaemic attack, urinary tract infection, vaginal haemorrhage, vomiting, weight decreased and wheezing to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media: I have lost 7.5 lbs, malaise, abdominal pain, pyrexia, chills, hypotension, vomiting , asthenia, cystitis, chronic kidney disease stage 3, nausea, cystitis noninfective, peripheral swelling, headache, sore stomach, urinary tract infection, fecal impaction, vaginal bleeding, kidney atrophy, chest pain, flank pain, dyspnoea most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. Reporter's information added. This case become incident. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('extreme abdominal pain/belly button pain'), chronic kidney disease ('I have kidney disease/ my kidney disease is stage 3/diagnosed since I was 5 years old/since essure only gotten worse') and inflammation ('body was severely inflammed') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "they were not sure if one deployed so they placed another". The patient's medical history included gravida ii and parity 2. Concomitant products included gabapentin. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), chronic kidney disease (seriousness criterion hospitalization), inflammation (seriousness criterion hospitalization), asthenia ("weakness"), cystitis noninfective ("I have inflammationof the bladder"), genital haemorrhage ("genital bleeding/bleeding for 19 days"), transient ischaemic attack ("tia"), muscle spasms ("foot has a cramp"), gait disturbance ("I'm having trouble with walking"), hypoaesthesia ("left foot is so numb upto my butt"), paraesthesia ("my entire body is tingling"), malaise ("very sick"), pyrexia ("fever/ temp 102.7"), chills ("chills"), hypotension ("blood pressure 59/60"), vomiting ("vomiting"), nausea ("nausea"), cystitis ("CT showed infection in my bladder"), peripheral swelling ("my hands are really swollen"), headache ("headache"), abdominal pain upper ("sore stomach"), urinary tract infection ("they are trating for a uti"), faecaloma ("I havent gone number 2since the 19 th at home early"), vaginal haemorrhage ("I aws bleeding vaginally 19 days"), renal atrophy ("my right kidney atrophied in my late teen early 20s"), flank pain ("low left flank pain"), chest pain ("my mid chest pain"), wheezing ("wheezing a little"), dyspnoea ("I was out of breath/ shortness of breath"), vaginal infection ("vaginitis"), arthralgia ("hip hurt"), allergy to metals ("nickel allergy"), anxiety ("anxiety") and feeling abnormal ("feel like butterflies"), was found to have weight decreased ("I have lost 7.5 lbs") and experienced rash ("I had this rash all over my body recently"), lasting 11 days. The patient was treated with antibiotics, hydroxyzine, ondansetron (zofran), prednisone and surgery (surgery on aug 12th (scheduled)). Essure was removed. At the time of the report, the abdominal pain, inflammation, asthenia, cystitis noninfective, genital haemorrhage, transient ischaemic attack, paraesthesia, weight decreased, malaise, pyrexia, chills, hypotension, vomiting, nausea, cystitis, peripheral swelling, headache, abdominal pain upper, urinary tract infection, faecaloma, vaginal haemorrhage, renal atrophy, flank pain, chest pain, wheezing, dyspnoea, vaginal infection, arthralgia and feeling abnormal outcome was unknown, the chronic kidney disease, muscle spasms, gait disturbance, hypoaesthesia and allergy to metals had not resolved and the rash had resolved. The reporter considered abdominal pain, abdominal pain upper, allergy to metals, anxiety, arthralgia, asthenia, chest pain, chills, chronic kidney disease, cystitis, cystitis noninfective, dyspnoea, faecaloma, feeling abnormal, flank pain, gait disturbance, genital haemorrhage, headache, hypoaesthesia, hypotension, inflammation, malaise, muscle spasms, nausea, paraesthesia, peripheral swelling, pyrexia, rash, renal atrophy, transient ischaemic attack, urinary tract infection, vaginal haemorrhage, vaginal infection, vomiting, weight decreased and wheezing to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: body was inflammed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-may-2020: quality-safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('extreme abdominal pain/belly button pain'), chronic kidney disease ('I have kidney disease/ my kidney disease is stage 3/diagnosed since I was 5 years old/since essure only gotten worse') and inflammation ('body was severely inflammed') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "they were not sure if one deployed so they placed another". The patient's medical history included gravida ii and parity 2. Concomitant products included gabapentin. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), chronic kidney disease (seriousness criterion hospitalization), inflammation (seriousness criterion hospitalization), asthenia ("weakness"), cystitis noninfective ("I have inflammation of the bladder"), genital haemorrhage ("genital bleeding/bleeding for 19 days"), transient ischaemic attack ("tia"), muscle spasms ("foot has a cramp"), gait disturbance ("I'm having trouble with walking"), hypoaesthesia ("left foot is so numb upto my butt"), paraesthesia ("my entire body is tingling"), malaise ("very sick"), pyrexia ("fever/ temp 102.7"), chills ("chills"), hypotension ("blood pressure 59/60"), vomiting ("vomiting"), nausea ("nausea"), cystitis ("CT showed infection in my bladder"), peripheral swelling ("my hands are really swollen"), headache ("headache"), abdominal pain upper ("sore stomach"), urinary tract infection ("they are treating for a uti"), faecaloma ("I haven't gone number 2 since the 19 th at home early"), vaginal haemorrhage ("I aws bleeding vaginally 19 days"), renal atrophy ("my right kidney atrophied in my late teen early 20s"), flank pain ("low left flank pain"), chest pain ("my mid chest pain"), wheezing ("wheezing a little"), dyspnoea ("I was out of breath/ shortness of breath"), vaginal infection ("vaginitis"), arthralgia ("hip hurt"), allergy to metals ("nickel allergy"), anxiety ("anxiety") and feeling abnormal ("feel like butterflies"), was found to have weight decreased ("I have lost 7.5 lbs") and experienced rash ("I had this rash all over my body recently"), lasting 11 days. The patient was treated with antibiotics, hydroxyzine, ondansetron (zofran), prednisone and surgery (surgery on (B)(6) (scheduled)). Essure was removed. At the time of the report, the abdominal pain, inflammation, asthenia, cystitis noninfective, genital haemorrhage, transient ischaemic attack, paraesthesia, weight decreased, malaise, pyrexia, chills, hypotension, vomiting, nausea, cystitis, peripheral swelling, headache, abdominal pain upper, urinary tract infection, faecaloma, vaginal haemorrhage, renal atrophy, flank pain, chest pain, wheezing, dyspnoea, vaginal infection, arthralgia and feeling abnormal outcome was unknown, the chronic kidney disease, muscle spasms, gait disturbance, hypoaesthesia and allergy to metals had not resolved and the rash had resolved. The reporter considered abdominal pain, abdominal pain upper, allergy to metals, anxiety, arthralgia, asthenia, chest pain, chills, chronic kidney disease, cystitis, cystitis noninfective, dyspnoea, faecaloma, feeling abnormal, flank pain, gait disturbance, genital haemorrhage, headache, hypoaesthesia, hypotension, inflammation, malaise, muscle spasms, nausea, paraesthesia, peripheral swelling, pyrexia, rash, renal atrophy, transient ischaemic attack, urinary tract infection, vaginal haemorrhage, vaginal infection, vomiting, weight decreased and wheezing to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: body was inflammed. Most recent follow-up information incorporated above includes: on 23-mar-2020: information from social media: added new reporter. Added new events - nickel allergy, inflammation nos and they were not sure if one deployed so they placed another. Added hospitalized to chronic kidney disease. Added relevant medical history and tests. On 23-mar-2020: information from social media: added new reporter. Added new event generalized rash with treatment drugs, feel like butterflies. On 23-mar-2020: information received via social media: new event - anxiety and reporter information were added. On 23-mar-2020: coding correction was done pt of hip hurt was updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('extreme abdominal pain/belly button pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included gabapentin. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("genital bleeding/bleeding for 19 days"), transient ischaemic attack ("tia"), muscle spasms ("foot has a cramp"), gait disturbance ("I'm having trouble with walking"), hypoaesthesia ("left foot is so numb upto my butt"), paraesthesia ("my entire body is tingling"), malaise ("very sick"), pyrexia ("fever/ temp 102.7"), chills ("chills"), hypotension ("blood pressure 59/60"), vomiting ("vomiting"), asthenia ("weakness"), cystitis noninfective ("I have inflammation of the bladder"), chronic kidney disease ("I have kidney disease/ my kidney disease is stage 3/diagnosed since I was 5 years old"), nausea ("nausea"), cystitis ("CT showed infection in my bladder"), peripheral swelling ("my hands are really swollen"), headache ("headache"), abdominal pain upper ("sore stomach"), urinary tract infection ("they are treating for a uti"), faecaloma ("I haven't gone number 2 since the 19th at home early"), vaginal haemorrhage ("I aws bleeding vaginally 19 days "), renal atrophy ("my right kidney atrophied in my late teen early 20s"), flank pain ("low left flank pain"), chest pain ("my mid chest pain"), wheezing ("wheezing a little"), dyspnoea ("I was out of breath/ shortness of breath"), vaginal infection ("vaginitis") and arthropathy ("hip hurt") and was found to have weight decreased ("I have lost 7.5 lbs"). The patient was treated with antibiotics, ondansetron (zofran) and surgery (surgery on (B)(6) (scheduled)). Essure was removed. At the time of the report, the abdominal pain, genital haemorrhage, transient ischaemic attack, paraesthesia, malaise, pyrexia, chills, hypotension, vomiting, asthenia, cystitis noninfective, nausea, cystitis, peripheral swelling, headache, abdominal pain upper, faecaloma, vaginal haemorrhage, renal atrophy, flank pain, chest pain, wheezing, dyspnoea, vaginal infection and arthropathy outcome was unknown and the muscle spasms, gait disturbance and hypoaesthesia had not resolved. The reporter considered abdominal pain, abdominal pain upper, arthropathy, asthenia, chest pain, chills, chronic kidney disease, cystitis, cystitis noninfective, dyspnoea, faecaloma, flank pain, gait disturbance, genital haemorrhage, headache, hypoaesthesia, hypotension, malaise, muscle spasms, nausea, paraesthesia, peripheral swelling, pyrexia, renal atrophy, transient ischaemic attack, urinary tract infection, vaginal haemorrhage, vaginal infection, vomiting, weight decreased and wheezing to be related to essure. Most recent follow-up information incorporated above includes: on 20-mar-2020: fu 9,10,11,12 proceed together- social media received: newly added events- vaginitis, reporter was added. On 20-mar-2020: fu 9,10,11,12 proceed together- social media received: newly added events- hip disorder, reporter was added. On 23-mar-2020: fu 9,10,11,12 proceed together- reporter added from social media. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.